Event description:
The customer stated that she was taken to the hospital by ambulance due to diabetic ketoacidosis. The reported blood glucose reading was 31 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer declined to perform the high pressure test at the time of the phone call. It was found that the customer was not performing a fixed prime when she changed her infusion sets. Proper priming technique was explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.